Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced recurrent syncopal episodes. The leads were tested and found to be functioning properly. The device was electively explanted due to the subpectoral advisory. A competitor's device was implanted and the patient supposedly is not having syncopal episodes.